Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation a b30 (scope communication error) was not confirmed. The evaluation uncovered a worn-out socket slider switch caused intermittent use of high intensity mode and a olympus lamp life meter was reading at 473 hours 29 minutes, light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a coloscopy procedure, at the end of case a b30 (scope communication error) appeared on the evis exera iii xenon light source and the screen went black. A small delay less than 5 minutes was reported while the scope was switched out to another. The patient was not under anesthesia. No additional medical treatment or surgical intervention was required. The procedure completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 error could not be determined. It is possible that error b30 was observed due to a communication failure as a result of dust or dirt adhering to the electrical contact portion of the temporary scope connector. Olympus will continue to monitor field performance for this device.